Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the led cover fell off during cleaning at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During failure analysis, the reported event that the cover of the led was broken off was confirmed during visual inspection. During device evaluation we were unable to determine what caused the broken led cover. It is possible that rough or improper handling led to broken led cover. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the led cover fell off during cleaning at the user facility. There was no patient involvement and no adverse consequences associated with the device.